Event description:
It was reported that the patient had received intervention for hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. Once at urgent care the patient was treated with intravenous insulin. The patient reports being at urgent care for 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.